Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 9800 system was black and the system had to be rebooted. There was no report of patient injury.